Event description:
Related manufacturer reference number:2017865-2024-34172. It was reported that patient's pacemaker and right ventricular (rv) lead exhibited high capture threshold. It was also noted that patient experienced arrhythmia. Programming changes were made. There were no patient consequences.